Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin would not exit during fixed prime and the insulin pump would not alarm. The customer's blood glucose was 440 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self-test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. Several displayable history crc alarms were found at the alarm history file. The alarms were due to a corrupted history file. The pump was received with a cracked case at the display window corners, cracked reservoir tube window corners and reservoir tube lip. The pump was received with minor scratches on the display window.